Event description:
Healthcare reported "rupture and capsular contracture baker grade IV" diagnosed via MRI. This record is for the right side. The device was explanted and replaced by non-abbvie.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and nick other) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture and capsular contracture baker grade IV."

Event description:
Healthcare reported "rupture and capsular contracture baker grade IV" diagnosed via MRI. This record is for the right side. The device was explanted and replaced by non-abbvie.